Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This report is being filed on an international product, list number 7c18 anti-hbs which has a similar product distributed in the us, list number 1l82 (ausab). All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect anti-hbs results were generated on the architect analyzer. The customer stated the initial result was (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for observed false reactive results included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. A lot search was performed, and the review identified normal complaint activity for the issue of false reactive patient results with lot 20528fn00. A review of tracking and trending determined there are no trends for the architect anti-hbs reagent. Return testing was not completed as returns were not available. Historical performance in the field of reagent lot 20528fn00 was evaluated using worldwide field data; the patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lot. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling and literature were reviewed which adequately addresses the customer issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 20528fn00 was identified. This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.